Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9023830. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample was reviewed by our quality engineers, who determined that the identity of the foreign matter was fiber from the clothing of one of our operators. To prevent a reoccurrence of this event our facility has begun implementing one-piece clean room protective equipment and will be discarding the split-style in use at the time of the production of this lot.

Event description:
It was reported that prior to use foreign matter was discovered on needle with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: while opening the package, there was the foreign matter on the needle.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on needle with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: while opening the package, there was the foreign matter on the needle.